Event description:
It was reported that the patient presented to the hospital for a follow up. During examination of lead, it was noted that the right ventricular (rv) lead had exit block. The physician observed that the scarring that developed on the tip of the rv lead is preventing adequate stimulation to the contacted tissue. The rv lead was explanted and replaced on (B)(6) 2021. There were no adverse consequences to the patient.